Event description:
A customer in the united states notified biomérieux of false positive results associated with bact/alert® fn plus culture bottles (reference 410852). The customer reported the gram stain was gram positive for cocci in chains and the culture grew streptococcus agalactiae. Customer states that patient care was affected; they had to change the antibiotics. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
Correction made to type of reportable event: serious injury should have been selected instead of malfunction.

Manufacturer narrative:
Received clarification from the customer that the bact/alert fn plus blood culture bottle (reference (B)(4)) functioned as intended. The customer clarified that there was no impact to the patient. Based on this clarification, this MDR should not have been reported to the FDA.

Manufacturer narrative:
A biomérieux investigation was conducted. Evaluation of the reported issue indicated there is no evidence of product malfunction associated with the bact/alert blood culture bottles; the bottles flagged positive or negative, as appropriate, for each patient specimen. The investigation concluded that the bact/alert® blood culture bottle is working as intended, and the blood culture results were correct. The probable root cause of the associated biofire® filmarray® bcid result was the presence of nucleic acid from non-viable microorganisms from a third party vendor's raw materials used in the bact/alert® media. The nucleic acid does not impact the performance of the bact/alert culture bottles or the bact/alert result. Biomérieux is working with the raw material vendor to reduce this possibility of presence of nucleic acid. In addition, biofire is conducting investigation activities related to the filmarray behavior for this topic.